Event description:
It was reported that during an intravascular ultrasound (ivus) of the left anterior descending (lad) area, prior to stent placement, thrombus developed during the catheter pull back. After thrombus had developed, prior to stenting the act was 245 with angiomax on board. As a result of the thrombus, the physician stented two additional vessels, ostial diagonal and the ostial circumflex, the pt was reported to be in good condition at the time of the event.

Manufacturer narrative:
The device in question could not be evaluated because it had been disposed of by the customer. A ship history was performed to try to identify the device likely utilized in this procedure. The device history record (DHR) review was conducted on the six identified batches sent to this center within one month of the procedure. The DHR review found nothing relevant to the reported event. The dfu contains "thrombus formation" among a list of complications which "may occur as a consequence of intravascular ultrasound imaging". Based on the information known at this time, the manufacturer cannot conclusively determine the cause of the user's experience.